Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was heparin-induced thrombocytopenia (hit) positive.

Manufacturer narrative:
B1 (is product problem) was added. H6 (medical device problem code) was updated. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. False alarm: the cause of the issue was not determined due to insufficient clinical details and lack of product/data logs available for analysis. Low pump flow: the cause of the issue was not determined due to insufficient clinical details and lack of product/data logs available for analysis.

Manufacturer narrative:
Ip codes added: thrombocytopenia, blood transfusion, surgical intervention. Ip codes removed: peri-procedural adverse event. Clinical assessment: the patient is a 62-year-old caucasian male who developed chest pain and shortness of breath. He presented to the emergency department and was taken directly to the cardiac catheterization laboratory. Coronary angiography demonstrated severe coronary artery disease. An echocardiogram estimated his heart pumping function at thirty-five percent. No interventional procedure was performed, and he was admitted for evaluation for coronary artery bypass graft surgery. Later that evening, the patient experienced clinical deterioration, and was returned to the catheterization laboratory for placement of an intra-aortic balloon pump. The next day an impella 5.5 was inserted for support. While both devices were in place, the patient experienced false positional and suction alarms and lower-than-expected pump flows. Abiomed clinical support explained that simultaneous use of both devices would limit optimal performance. The patient later required blood transfusion, and the estimated heart pumping function declined further to approximately ten percent. He underwent evaluation for placement of a durable left ventricular assist device. The intra-aortic balloon pump was subsequently removed.laboratory testing returned positive for heparin-induced thrombocytopenia. The patient began plasma exchange therapy three times per week due to the heparin allergy. Overnight, the patient again decompensated and required escalation of medications, including high-dose epinephrine and norepinephrine. Emergent right heart catheterization showed a mixed venous oxygen saturation in the thirties and a pulmonary artery pulsatility index of zero-point-six. The patient was subsequently placed on veno-arterial extracorporeal membrane oxygenation and transferred back to the cardiovascular intensive care unit. At the end of the clinical course, the impella device was removed and the patient survived.